Manufacturer narrative:
(B)(4). The device was not returned for evaluation as there was no allegation of device malfunction. Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing of the flex catheter may be helpful in solving the problem. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause for the aortic dissection could not be confirmed, however, was likely related to device manipulation in an aneurysmatic patient with extremely fragile tissue. The patient¿s anatomy (extremely calcific bicuspid native valve with a left to right raphe) was a likely contributing factor for the difficulty crossing the native annulus. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(4), during the implant of a 29mm sapien 3 valve in the aortic position, there was difficulty crossing the native aortic valve. Once the native valve was crossed, the pull-back maneuver was performed, however, the whole balloon and valve went too deep into the left ventricle (lv). Resistance was felt while trying to remove the system and ¿jumped out quite violently¿ into the ascending aorta. The guide wire was almost outside of the lv and was once again advanced into the lv. The native valve was able to be crossed and the sapien 3 valve was deployed. Angiography was performed and showed a good final position of the valve with mild pvl. Angiography also showed evidence of an ascending aorta dissection starting just above the aortic root. A second angiography showed a mild contrast spray at the level of stj, so it was decided to transfer the patient to the or for emergency surgery. Surgery was successfully completed, with complete substitution of ascending aorta with a dacron prosthesis. At the time of the report, the patient was doing well. Surgical findings showed the dissection possibly started at the level of the stj. The etiology was not clear (guide wire, catheter, delivery system maneuvers). The patient was aneurysmatic and had extremely fragile ascending aorta tissue. The patient had an extremely calcific bicuspid native valve with a left to right raphe. The patient¿s native annulus measured 645mm2. The native annulus and native leaflets had severe/bulky calcification, and the aortic root had severe calcification. The patient had severe ventricular septal hypertrophy.